Event description:
It was reported that this right atrial (ra) lead exhibited increased impedance and loss of sensing and capture due to lead fracture which was confirmed through x-ray. This ra lead was then capped and a new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b5 describe event or problem, f10 device codes and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead exhibited increased impedance and loss of sensing and capture due to lead fracture which was confirmed through x-ray. This ra lead was then capped and replaced with a new lead. Surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.